Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic procedure, the jaw of the device broke outside of the patient¿s cavity. Another device was used to complete the case. There was no patient injury.